Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to incorrect pre-cleaning (i.e. Pre-cleaning was not conducted right after using the scope), which led to dirt adhering to the inside of the scope.

Manufacturer narrative:
The device referenced in this report was evaluated onsite by the olympus field service engineer (fse) with the following results: upon initial inspection there was no debris of any kind found in the oer-pro tub or mesh filters. Ran a full test cycle on this unit and found no debris of any kind. Conducted channel pressure check and found the unit to be within specification. All functions of this oer-pro are working properly. An endoscopic support specialist (ess) visited the site and performed inservice training and observation of the facility re-processing procedures. The facility reported that they felt that there had been a newer technician who was missing steps in the procedure which led to the issues. At the time of in servicing and observation, the ess observed that all current techs are following the instructions for use (IFU) for re-processing. This report will be updated upon completion of the investigation or upon receipt of any additional relevant information.

Event description:
It is reported during a biopsy procedure using a evis exera iii gastrointestinal videoscope (documented in report with patient identifier (B)(6)) that had been re-processed with an olympus endoscope reprocessor (this report) the physician found foreign matter falling out of the scope when advancing an endotherapy device down the working channel of the scope. No foreign matter fell into the patient. There were no adverse effects to the patient as a result of this occurrence. The patient was notified and was tested for infection. The patient's current condition is reported to be good.